Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Dislodged/dislocated stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. There does not appear to have been a problem with the device or the way it was used. The reported event (dislodged/dislocated stent) is an established risk associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4)

Event description:
It was reported that following a cataract plus trabecular microbypass stent system procedure, the patient presented approximately three (3) years postoperatively with one (1) of two (2) stents "loose and sitting at the bottom of the eye". Per report, the eye is currently "quiet" with no issues and no intervention. Through follow-up, the following additional information was received. Per report, the surgeon noted an uneventful left eye (os) stent system implantation, and reiterated that approximately three (3) years postoperatively, one of the stents was observed loose and sitting inferiorly in the angle. Reportedly, the patient's current status was described as "stable glaucoma and excellent vision" with the patient being monitored and no adverse impact or intervention needed. The report noted the event "resolved".